Event description:
It was reported that the needle pierced through the unspecified bd¿ catheter while introducing it. This occurred twice during use. The following information was provided by the initial reporter: "today at (B)(6) hospital the MRI technician was inserting an IV and both times she stated when she pulled the catheter out it was split."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. One picture was provided to evaluation by our quality team. The picture shows two catheters, each with a needle separated from the catheter. Based on the limited investigation results, a cause for the reported incident could not be determined. Further examination of the physical product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.